Event description:
Have been using/caring for my contact lenses for 40 years. Purchased equate 3% hydrogen peroxide cleaning and disinfecting lens care system solution. Used my usual cleaning container instead of the one on box. After cleaning time, place first contact lense on right eye, immediately burn sensation, eye shut making it difficult to remove contact. Rinse my eye with water. Eye felt 'sandy' all day, next day it still burns, red, irritated, watery. Labeling is insufficient. Nothing makes the end user think that this solution is any different from similar contact lense cleaning solutions. May need medical attention if eye burning and watering does not go away.